Event description:
Edwards received information that this 27mm pericardial aortic valve, implanted fifteen (15) years, four (4) months, was explanted due to stenosis. The device was replaced with a 23mm aortic valve. Request for additional information is in progress. Should new information be obtained or device returned, a supplemental MDR will be submitted.

Manufacturer narrative:
Customer report of stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets, wireform distortion near leaflet 1, and bent commissures 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 2 had a tear of approximately 2.5mm near commissure 2. Calcification was evident near the tear. As received suture ring was cut near leaflet 1 and 3, and the wireform was exposed at commissure 3 as seen on the outflow aspect. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In tis case, there was no additional patient history to indicate there were any contributing patient factors.

Event description:
Edwards received information that a 27mm aortic pericardial valve, implanted fourteen (14) years, three (3) months, and twenty-one (21) days, was explanted and replaced with a 23mm model 3300tfx aortic valve due to stenosis. The operative report was received and provided the following information: the aortic prosthetic valve was removed with difficulty because of the exposure, and it was very well seated. The mitral valve was exposed, anterior leaflet was excised, annulus was debrided. Extensive calcium. Mitral valve was replaced with a 29mm magna mitral ease valve. Attention was returned to the aortic valve. The annulus was debrided with difficulty because of the extensive scar tissue. Aortic valve was replaced with a 23mm magna ease valve. The tricuspid valve was repaired with a 28mm mc3 ring. A considerable amount of time had to be spent obtaining hemostasis because of diffuse coagulopathy, and numerous blood products had to be given. The patient was gradually weaned from cpb. Patient was transferred to ICU in satisfactory condition.

Manufacturer narrative:
Stenotic prosthesis. Method = device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.